Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and peripheral neuropathy. Information was reported that the patient's stimulation decreased by itself both yesterday and today and the patient started to notice the pain in his legs. The patient stated the he increased the setting to what it was set to in the morning and that helped to cover the pain in their legs. It was noted the patient was sitting in a chair like he normally does when this happened. The patient checked on their patient programmer (pp) if they had adaptive stimulation (as) activated and the patient does not have this activated. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the issue was not determined but that the stimulation had not decreased since the initial report.